Manufacturer narrative:
Additional, corrected, and/or changed data: a3a, b5, and e1.

Event description:
Hcp later reported the patient received hylenex from a different treating physician without success.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported treating a patient that was injected with skinvive¿ by juvéderm®. Patient is experiencing granulomas. Hcp treated the patient with hylenex. Symptoms are ongoing.